Event description:
User stated they switched samples tubes and received high results for calcium. One example was provided. Initial result was 16.3 mg per dl, repeat result was 9.8 mg per dl. The erroneous result was not reported. If add'l info is received, appropriate notification will be provided.